Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer was hospitalized at the beginning of the year with blood glucose of over 500 mg/dl. Caller states that customer was not able to keep food down and it was not certain what was causing ailment. Caller was not with customer and was not able to give further information. Customer would call back.